Event description:
Complainant and spouse (who suffers from fibromyalgia) attended seminar. Seminar was marketing a magnetic mattress cover with labeling that made claims to the effect that FDA had in fact approved the product for use in treating and mitigation of pain. Complainant purchased product for $1,098 at seminar and received product. Product came with 90-day money back guarantee. On 11/1/2001, complainant contacted co after spouse had experienced no relief from using product. Complainant called the number given on the brochure and received a message stating that due to financial difficulties the co was closing its doors effective 11/1/2001.